Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue.  The third party service agent replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer's device had its service indicator illuminated and had logged a critical event code.  The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform.  The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level.  There was no report of patient use associated with the reported issue.